Event description:
In 2008, the pt had an angiogram for staged procedure. This pt underwent coiling embolization within the aneurysm, using six (6) boston scientific matrix 2-bio-active coils and completed obliteration. No other procedures were performed. No adverse events occurred since the previous visit. The anti-thrombotic medications was changed since the previous visit. Pt on clopidogrel 75 mg, orally. Reportedly, four hours after coiling procedure despite antiplatelet treatment pt started with left middle carotid artery (mca) ischemic symptoms. After intensive medical management symptoms resolved ad integrum. Magnetic resonance imaging diffusion-weighted imaging (MRI, dwi) showed small perforator infarct in the left mca territory. The pt was treated by medication. Six months prior the coiling procedure, this pt underwent stent placement within the internal carotid segment, anterior choroidal artery. Aneurysm sac size 8 x 12 x 6 and aneurysm neck size 5 mm, parent vessel diameter proximal 3 and distal 3 mm. The aneurysm was treated by placing a enterprise stent 22 x 4.5 mm.

Manufacturer narrative:
There was residual aneurysm post procedure. No device or procedure complication occurred. No adverse events occurred since the post-procedure evaluation. Also, no changes in anti-thrombotic medication were changed since the baseline. No coiling was performed. The pt was discharged two days later. Medications: two days prior to the stent procedure asa 300 mg orally, on the day of the procedure and next day: clopidogrel 300 mg, orally, next day of the procedure: clopidogrel 75 mg, orally. Add'l info will be submitted within 30 days upon receipt.